Event description:
Information was received that during pre-test of this smiths medical cadd legacy plus pump, the pump failed calibration, and over volume prior to dosing. No adverse effects were reported.

Manufacturer narrative:
Evaluation results: one cadd legacy 1 pump was returned in good condition for investigation. Three separate delivery accuracy tests were per formed; all of which were within the pump's delivery accuracy manufacturing specifications. No problems were found with the delivery accuracy of the pump.